Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the iliac arteries were severely tortuous, narrow and contained some calcium. It was reported that the patient was being treated for an abdominal aortic aneurysm with another manufacturer's stent graft and the valiant stent graft was to be used as a proximal cuff during the procedure. The valiant stent graft was deployed; however, the bare springs could not be released however hard they pulled on the tip capture release handle. The tip capture release handle would only pull back 1 - 2 mm and appeared to hit a hard stop (no spring tension). The delivery system kinked during the process. The decision was made to disassemble the handle to release the bare springs and this was successful. The final angiogram showed the stent graft was accurately placed and there was no endoleak. It was reported that the patient experienced large pulmonary embolism during th e closing of the procedure and the patient expired. The physician stated that the patient's death was not related to the deployment difficulty.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death, kink, deployment difficulties), failure to follow instructions (valiant stent graft used for an abdominal aortic aneurysm case). Evaluation, conclusion: user error contributed to event (valiant stent graft used for an abdominal aortic aneurysm case).